Event description:
According to the complaint, on (B)(6) 2025, samples were measured on the abl90 flex plus analyzer (serial number: (B)(6) with the following hemoglobin (cthb) results: 1) 7.94 mmol/l and 7.9mmol/l, which does not match the clinical picture of the patient. Comparison with a repeat sample was made and a result of 11.6 mmol/l and 14.8 mmol/l was obtained. Based on these the customer had reported the 7.94mmol/l and 7.9mmol/l as false low cthb.

Manufacturer narrative:
Radiometer investigations of the provided data logs found no indications that the analyzer had malfunctioned. Hence the most likely root cause is pre-analytical issue.